Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection was performed and observed no lcd backlight on the display and the encoder shaft was jammed/stuck. A review of the platform archive was performed, and no discrepancies were observed. Functional evaluation of the returned autopulse platform was unable to be performed as ua 45 (shaft not at "home" position after power-on/restart) message was observed upon powering up. The drive shaft was rotated to home position to remedy the fault. Further investigation, the encode shaft was found to be stuck/jammed; thus confirming the reported complaint. The clutch plate had sharp edges preventing the encoder shaft to spin freely. Therefore, the plate was de-burred to allow the encoder to spin freely. Additionally, the processor board was replaced per routine service procedure and remedied the lcd backlight. Run_in test was performed for 15 minutes, re-checked the encoder to spin freely without any restriction or faults. In summary, the customer's reported complaint of the platform was confirmed during functional testing. The root cause was attributed to the clutch plate having sharp edges which prevented the encoder shaft to spin freely. The clutch plate was deburred and the platform passed all the testing and meets all required specifications. Note that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.

Event description:
It was reported that during a routine check, the autopulse lifeband clip does not moving and fixed. No patient involved during this event. No other information was provided.